Event description:
Summons and complaint alleges that 2 days following caesarean section, suture broke. Resulting wound dehiscence required surgical re-exploration and repair. Summons and complaint alleges patient required addtional surgical procedure one year following initial repair to surgically treat and repair scars and adhesions.